Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 8:00pm at home. The caller stated that the end-user was sweating with a fever and he was becoming unresponsive. The caller tested his blood glucose with his prodigy meter and received a result of 75mg/dl. Caller stated that an additional test was performed with his prodigy meter and they received a 77mg/dl. A normal result for him for that time of day is usually around 60-100mg/dl. The caller stated that about 5-10 minutes after testing with the prodigy meter paramedics were called. Caller said the end-user had apple juice and a peanut butter sandwich while waiting for paramedics. Paramedics arrived within 3 minutes and performed a blood glucose test with their meter and received a result of 40mg/dl. The caller stated that the paramedics advised him to eat small amounts of sugar to increase his glucose levels. The end-user was not transported to the hospital. Caller stated that she was unsure what medication the end-user currently takes only that its insulin and something to help with his dialysis. The caller stated that the end-user was treated by sunrise emt. He was told by paramedics to eat prior to them leaving they did not test his blood glucose again. No additional information was provided.